Event description:
It was reported to philips that the device failed the "therapy delivery test" portion of the operational check. There was no patient involvement.

Event description:
It was reported to philips that the device failed the "therapy delivery test" portion of the operational check. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.